Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the top and bottom cases were in excellent condition. No visible contamination. During the power up process and using biomed diagnostics monitor, the reported problem was duplicated. The battery connector came loose and disconnected. Reconnected battery pack and performed power up process. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Device was cleaned, greased and calibrated. Then, the power up process, occlusion test was performed and all functional tests which passed.

Event description:
It was reported that the power button will not turn on. No patient injury was reported.